Event description:
It was reported by the rep that the (1) 355ld was used during a diagnostic laparoscopy procedure. It was reported that the trocar leaked co2. The case was completed with another device and the pt consequence was not reported.